Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient called to report left side exchange from textured to smooth due to concern with the product, pain, encapsulated, and old. Healthcare professional reported left pain, capsular contracture baker grade IV, and exchange from textured to smooth due to product concern. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat, black particles outer device and black particles in the fill channel. Leak test and microscopic analysis was performed which identified, device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no opening and no leak was observed, in the device.

Event description:
Patient called, to report left side exchange from textured to smooth, due to concern with the product. Pain, encapsulated, and old. Healthcare professional reported, left pain, capsular contracture, baker grade IV. And exchange from textured to smooth, due to product concern. The device has been explanted.